Event description:
Watchman flx pro CT study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed under intracardiac echo (ice) guidance. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 18mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of 75mg daily of aspirin. Sixty-three (63) days post procedure the patient came in for their follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a device related thrombus present with maximum area of 7 cm2. The physician switched the patient from aspirin to apixaban in response to this event.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed under intracardiac echo (ice) guidance. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 18mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of 75mg daily of aspirin. Sixty-three (63) days post procedure the patient came in for their follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a device related thrombus present with maximum area of 7 cm2. The physician switched the patient from aspirin to apixaban in response to this event. It was further reported that 213 days post procedure, the patient was admitted to hospital due to complaint of left-sided hemiparesis, facial paralysis, dysarthria and head-eye rotation to the right. At the time of reporting, the patient was on eliquis. Upon arrival to the hospital, the patient's blood pressure was noted to be 191/86 mmhg. During a physical examination, the patient was noted to be awake, breathless, and appropriately responded to questions. Cranial nerve evaluation revealed paralysis of gaze to the right, could not look to the left but after mt scan it seemed to be a little better, preserved vision and visual field, normal facial sensitivity, moderate central facial paralysis on the left side, without neglect. The patient had ataxia at the fnf bilaterally, more on the right side, ataxia was also noted at heel-knee shin test on the right side, the patient had normal sensibility in all the extremities. The patient was given trandate 30 mg after which their blood pressure lowered to 183/88 mmhg. On the same day, MRI of cerebrum revealed flair negative corresponding to media area on the right side, obs. Thrombus in the m2-branch on the right side, sequelae after previous infarct in the left media area and pons on the right side, and sequelae after bleeding in the thalamus. Based on the findings, the patient was diagnosed with an ischemic stroke. One day later the patient underwent thrombectomy with stent retriever (trenovo nxt 4x41 mm) and aspiration. The patient had a full recanalization of vessels post intervention. The right internal artery was noted without stenosis. Post procedure, the patient was kept in recovery for two hours under observation. During further assessment, the patient was noted to be awake, following instructions, with normal horizontal eye movements, slight left-sided central facial paresis, with mild to moderate dysarthria, was able to stretch arm test without dropping bilaterally, could wiggle toes on both feet, and felt touch corresponding to all extremities. The patient was assessed clearly stable in current condition and was transferred to stroke ward. Two days after being admitted to the hospital, the patient was noted with significant improvement of symptoms of left-sided extremities however felt walking slightly worse than before. Tee assessment revealed complete laa seal, pedunculated mobile thrombus on the atrial facing surface of the watchman flx pro with maximum area of 50mm2. However, there was no evidence of pericardial effusion and residual atrial septal shunt. As per neurology consultation, the patient was recommended to start marevan treatment in 1 week under fragmin cover. One day later, during cardiology consultation, it was assessed as the stroke appeared despite of eliquis treatment, the patient was considered to be at high risk of another stroke, unless the thrombus mass was not removed. Therefore, a catheter-based procedure was planned. During the intervention, it was planned to try to extract the thrombus mass and subsequently place a filter in the carotid artery. The patient underwent percutaneous transluminal removal of foreign body in the atrium and aspirated most of the thrombus from the auricle closure device. Only a small fluttering element was seen on the surface of the auricle closure device which was not possible to remove by aspiration. It was considered to be stuck and posed a small thromboembolic risk. At the end of the procedure, the patient a filter was placed in the carotid artery. The patient felt fine with no cerebral symptoms. The patient was placed on fragmin for 1 month and then recommended checkup tee. Five days later the patient was discharged.